Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation:a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, removal of the patient¿s pd catheter (not a fresenius product), placement of an hd catheter (not a fresenius product), and the permanent transition to hd for rrt. The pdrn reported the cause of the peritonitis was an unspecified touch contamination event involving poor hand hygiene. Individuals undergoing pd for rrt (manual or cycler-based) are at high risk for infections of the peritoneum (1). Klebsiella is considered normal flora of the gi tract and is caused by a touch contamination event, exit site infection, or possibly a bowel source (2). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 17/jun/2026 fresenius became aware this 77-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to peritonitis and has transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) on 06/22/2026 confirmed that the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain (occurred during pd therapy). A peritoneal effluent fluid culture and cell count (wbc elevated, polymorphs elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for klebsiella pneumoniae on (B)(6) 2026, and the patient¿s vancomycin and ceftazidime were discontinued (replacement antibiotic information unavailable, to be given with hemodialysis). Additionally, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a tunneled hd catheter (not a fresenius product). The patient was transitioned to hd without any reported issues, and the patient¿s abdominal pain has resolved. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the nephrologist had concerns with the patient¿s ability to perform aseptic technique due to her (and her caregiver) advanced age; therefore, the transition to hd will be permanent. The patient is reportedly recovering and was discharged home on (B)(6) 2026 and began outpatient hd on (B)(6) 2026.